Event description:
During the implantation procedure ((B)(6)), it was noted the distal tip of the anchor was bent. The device was implanted, and the case was successfully completed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.